Manufacturer narrative:
H6: method: device not returned. Results and conclusion: no conclusion can be drawn at this time.

Event description:
Patient reportedly experienced a minor trauma. Subsequent x-ray confirmed spinous process fracture at l4. At 3 months post, patient underwent revision surgery to remove implant in 2005.